Event description:
1) cutting loop from endoscope broke off from the rest of the device. Tip was retrieved from the bladder with no known harm to patient.======================manufacturer response for disposable electrosurgical unit probe, bipolar cutting loop (per site reporter).======================will call today and return device if requested.